Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump, and after assistance, the malfunction did not recur. The customer was informed they could continue using the pump and to call back if the issue returned.